Manufacturer narrative:
Lot and part information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted. PMA/510(k) - not applicable. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced lack of primary stability.